Event description:
A report was received that the patient¿s lead contacts were showing high impedances due to fall. Database analysis revealed high impedances, and ipg appeared to be working as expected. It was suspected that the contacts were dislodged. The patient underwent a revision procedure wherein the leads, lead splitters, and ipg were replaced. The leads were fractured, one was fractured inside the lead splitter. The physician believed there was no device malfunction and the fracture was caused by the fall.

Event description:
A report was received that the patient¿s lead contacts were showing high impedances due to fall. Database analysis revealed high impedances, and ipg appeared to be working as expected. It was suspected that the contacts were dislodged. The patient underwent a revision procedure wherein the leads, lead splitters, and ipg were replaced. The leads were fractured, one was fractured inside the lead splitter. The physician believed there was no device malfunction and the fracture was caused by the fall.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 17522883, description: next generation anchor kit-sterile. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that the physician confirmed that the contacts were not dislodged from the lead as initially suspected and believed that there was no device malfunction with replaced ipg. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.